Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred prior to a procedure. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. There was no patient involved in the event.